Manufacturer narrative:
Device received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unit received with cracked battery tube threads, fading serial number label and cracked case at battery tube side. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump screen had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.